Event description:
It is reported that the patient underwent revision to a total knee arthroplasty due to unknown reasons.

Manufacturer narrative:
It was determined that this device should not have been reported under this MFR number. This report should be voided, as a corrected report has been filed on MFR number 0001822565-2017-06743.